Manufacturer narrative:
D10 concomitant product: gia60xts, stapler gia60xts black exthk tristp (lot#: n1j0731uy) gia60mts, stapler gia60mts med thick tristp (lot#: h4b2057ury) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open ilectomy, when the linear stapler was placed on the surgical table, the black insert fell off, causing the blade to shift. Another stapler was placed on the table, and the same issue occurred. A purple 60-gauge refill was also used, and there was incomplete staple line; one end of the handle remained open. A manual suture was used to resolve the issue.